Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed, resulting in the inability to access the product. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6.1 on the main station was having issues with pocket failures. A field service engineer (fse) arrived onsite and inspected a drawer, finding pockets producing read/write errors that required clearing. All issues with the two pockets were resolved, after which medication was successfully reloaded and functionality tested. Returning from previous visits regarding drawer 6.2, repairs were performed without malfunctions or delays. The customer also expressed concerns about drawer 4.1 on the main station. Corrective and proactive measures were applied. Fse powered down the station and accessed drawer 4.1 from the back panel to reset all connections, ensuring functionality and verifying no damage to cables or components. Connections inside the drawer pockets were reseated, and debris was cleaned. After reassembling all components, the drawer's functionality was tested using the hardware testing application, and drawer 4.1 passed all tests without malfunctions or delays. The system functioned as intended after the field service engineer repaired the device.